Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a message of battery behavior alert was observed on the implantable cardioverter defibrillator upon device interrogation. The state of battery was not known. The device will be explanted. The patient was stable.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2020. The patient was in stable condition, there were no complications.